Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on (B)(6) 2025. The symptoms were noticed within three hours of insertion and site was patient's abdomen. The issue occurred with two similar types of infusion sets. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.